Event description:
It was reported through an implant card that a full vns system replacement was performed due to a lead discontinuity. At the moment (B)(4) attempts to obtain further information have been unsuccessful to date with the treating physician.

Event description:
Additional information was received through the area representative indicating the lead discontinuity was found on (B)(6) 2011. X-rays will not be available to the manufacturer. The patient underwent replacement surgery and the explanted products were not returned to the manufacturer for analysis as they were discarded after surgery. No patient manipulation or trauma was reported to have contributed to the reported high impedance. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.